Event description:
It was reported patient underwent a meniscus repair procedure on (B)(6) 2014. During the procedure, four maxfire sutures pulled out while tensioning. Competitor product was utilized to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2014-08126 / 08127).

Manufacturer narrative:
No problem was found on the returned devices and no root cause could be determined as the reported event cannot be substantiated. The review of the deviation history as well as device history records for each part indicates no abnormalities and these parts left biomet control conforming to print specification.